Event description:
Information indicated that the right foot and left head brake casters were not holding correctly. No incident or injury reported.

Manufacturer narrative:
Technician found that the left head brake casters were not holding correctly. Isolated problem to malfunctioning brake casters. Replaced the casters to resolve this issue.